Event description:
It was reported occlusion alarms occurred. The customer continued to use the pump for insulin therapy and would reach out to their hcp to obtain a backup method of insulin therapy if needed. There was no reported adverse impact to the customer¿s blood glucose level.